Event description:
Issue with not being able to remove it (tampon): vagina [foreign body in reproductive tract]. Issue with not being able to remove it (tampon) [complication of device removal]. Case narrative: consumer reported via email that there was an issue with not being able to remove the tampon. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Issue with not being able to remove it (tampon)- vagina [foreign body in reproductive tract]. Issue with not being able to remove it (tampon) [complication of device removal]. Case narrative: consumer reported via email that there was an issue with not being able to remove the tampon. No serious injury was reported.